Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). On (B)(6) 2021, the field service representative confirmed the cell was clogged. He replaced the tube and pinch tube from the cell to the syringe, checked and adjusted the position of the mix paddle, and performed a high voltage adjustment and a blank cell adjustment. He replaced the reagents (tsh, ft3, procell, cleancell) and performed calibration. The customer performed qc without issues. On 17-jan-2021, the field service representative replaced various parts and performed adjustments and cleanings. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii, elecsys ft4 iii assay, elecsys tsh assay, and elecsys anti-tshr immunoassay results for 1 patient sample, and elecsys ft3 iii, elecsys ft4 iii assay, and elecsys tsh assay results for 1 patient sample on a cobas e411 immunoassay analyzer. Sample 1: ft3 results: the initial result was 7.75 pg/ml and the repeated results were 2.85 pg/ml, 1.34 pg/ml, and 1.28 pg/ml. Ft4 results: the initial result was 1.61 ng/dl and the repeated results were 1.03 ng/dl, 1.32 ng/dl, and 1.36 ng/dl. Tsh results: the initial result was 0.79 uiu/ml and the repeated results were 3.66 uiu/ml, 4.94 uiu/ml, and 4.89 uiu/ml. Anti-tshr results: the initial result was 33.48 iu/l and the repeated results were 4.95 iu/l, <0.800 iu/l, and <0.800 iu/l. Sample 2: ft3 results: the initial result was 12.35 pg/ml and the repeated results were 12.49 pg/ml, 2.73 pg/ml, and 2.76 pg/ml. Ft4 results: the initial result was 1.24 ng/dl and the repeated results were 1.30 ng/dl, 1.08 ng/dl, and 1.36 ng/dl. Tsh results: the initial result was 0.24 uiu/ml and the repeated results were 0.22 uiu/ml, 1.51 uiu/ml, and 1.54 uiu/ml. The results were reported outside of the laboratory. The tsh reagent lot is 484229 with an expiration date of 31-may-2021. The ft3 reagent lot is 473372 with an expiration date of 31-may-2021. The ft4 reagent lot is 478085 with an expiration date of 31-may-2021. The anti-tshr reagent lot number and expiration date were requested but not provided.